Manufacturer narrative:
The reported event of inability to pair was confirmed. Based on the information provided, it was determined that there was a stale bond between the patient application and the device due to an interaction with the iphone operating system, preventing connectivity. No anomalies were detected.

Event description:
It was reported that the patient's insertable cardiac monitor exhibited loss of bluetooth telemetry. No intervention was performed. There were no patient consequences.